Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed infection at the ipg and thoracic site. Symptoms were fluid accumulation, redness and tenderness. The cause of the infection was unknown. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Correction to the initial MDR: (B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model#: sc-4316 lot #: 16224118 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed infection at the ipg and thoracic site. Symptoms were fluid accumulation, redness and tenderness. The cause of the infection was unknown. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.